Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. Medtronic if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.